Manufacturer narrative:
We believe that this type of event is most likely technique related, extensive lab testing has shown that under normal conditions the reported event mode could not be duplicated, however, under extreme conditions, that is when the drill guide was bent during drilling with a drill bit, this caused the drill bit to rub against inner surface of the bent drill guide causing some metal to shave off the drill guide, the reported condition was them duplicated. There has been some manufacturing process changes made to subvert and or greatly reduce this type of event. The phenomena is still under study by the mitek qae group and whenever possible relative failure mode devices will be forwarded to the group to subsidize their study, also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. When and if the complaint device(s) is received here at depuy mitek it will be subjected to a root cause failure analysis. If the analysis identifies any other definitive root cause a follow-up report will be filed.

Event description:
Our sales rep is reporting the facility contacted him stating they observed metal shavings falling into the pt's joint from three (3) drill bits. Suction was used to retrieve the shavings with no pt consequences. Complaint devices discarded at user facility. Also see associated mdrs 1221934-2010-00169 and 1221934-2010-00170.